Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a broken display on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was at an amusement park and her pump fell off on a ride. The customer stated that her pump was severely scratched and the screen is discolored. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.